Event description:
It was reported that customer is experiencing high blood glucose levels. Customer's blood glucose reading was 600 mg/dl. It was also reported that the insulin pump alarmed no delivery. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No bolus anomaly was noted during testing. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The occlusion test and excessive no delivery alarm test could not be performed due to the prime anomaly. The insulin pump had minor scratches on the display window, cracked battery tube threads, a scratched case, cracked reservoir tube lip and a cracked belt clip slot.